Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6) and incident date has been changed to (B)(6), 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 487 mg/dl at the time of the incident. The customer was at 411 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as stomach pain, extreme thirst, and frequent urination. The customer was wearing the insulin pump during the incident. The customer's parent did not think the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was under delivering as their blood glucose stayed high even after treating. Troubleshooting was completed and the pump was found to have been exposed to an airport scanner. The insulin pump will be returned for analysis.